Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The customer received motor error alarm. The spouse states the pump was exposed to x-ray. The customer had received motor position encoder error alarm. The customer's blood glucose level was 240mg/dl. The customer was advised the pump would be replaced and returned for analysis.